Event description:
It was reported via e-mail that the customer had low blood glucose in the past and she currently is in the hospital, which the mother believes is due to insulin pump complications. Attempted to contact the customer several times without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.